Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The lesion was in the right upper lobe (proximal) and very distant to the pleura. The physician was not sure what caused the pneumothorax, but mentioned that the patient had 4 pneumothoraces in the past. Per the physician, the patient had a history of injury from 5 CT guided biopsies. Additional medical history included copd, rul emphysema, radiation in the past with biopsied lymph nodes (negative), and a large radiation scar. The pneumothorax was moderate n size; therefore, a 14 french chest tube was placed to resolve the pneumothorax. The patient was hospitalized 3 days and then discharged home. Per the physician, there was no issue with the ion system. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 22-aug-2023, a review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. See attached email and logs.